Manufacturer narrative:
(B)(4). Investigation summary: customer reported the tubing detached from the spike and returned the affected drip chamber. The sample was clearly separated at the drip chamber. As no other tubing was returned and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the drip chamber connection to be within tolerance. No other failure modes were observed. A device history record review for model 11448964 lot number 20053214 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced component separation. The following information was provided by the initial reporter: material #: 11448964, batch/ lot #: unknown. Secondary tubing detached from spike while attempting to spike IV bag.